Manufacturer narrative:
A review of the data provided by the customer indicates the instrument was performing as expected when this sample was run. The data review indicates that the discordant result was caused by a preanalytical sample condition.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The cause of this event is unknown.

Event description:
The customer reported discrepant low hemoglobin results obtained from an rp 500 and a non-siemens hematology analyzer. There was no report of injury due to this event.